Manufacturer narrative:
Article website: http://www.sciencedirect.com/science/article/pii/s1726490114000203. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There was limited information about the device and/or the patient, therefore all malfunction events were captured in this report. Reference: (B)(4). Related MDR 2029214-2015-00119 to report serious injury from the same article.

Event description:
Citation: luo et al. Transarterial onyx embolization of intracranial dural arteriovenous fistulas: a single center experience. Journal of the chinese medicine association. 77(2014)184-189. Covidien received information through literature review that four patients experienced partial embolization in a study of transarterial embolization of intracranial dural arteriovenous fistulas (davfs). The study involved 14 patients (mean age 62, 9 males, mean clinical follow-up was 16 months) treated between 2009 and 2012. Partial embolization occurred in 4 patients. Of the four partial embolizations, two were type iia+b, and after embolization one was regraded to type iia. Another one was regraded to type ia; an additional two patients underwent radiosurgery (gamma knife) and one was cured by the 24-month follow-up, whereas one patient was still waiting for the effect of radiosurgery. No significant periprocedural complication was found.

Manufacturer narrative:
(B)(4).